Event description:
It was reported that the wheels were not rotating properly. Further investigation is underway to determine if the cot still had full functionality.

Manufacturer narrative:
It is unknown if product will be returned for evaluation. A follow up MDR will be filed once communication is returned from the customer.